Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through a merlin.net transmission that the patient received inappropriate high voltage therapy for an svt that accelerated into the vf zone. Programming changes were recommended and the device remains implanted.